Event description:
It was reported by the patient that the remote monitor was no longer receiving power. A new power cord was sent, but it did not resolve the issue. The monitor was able to transmit successfully previously. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.